Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Conclusion code no longer applies.

Event description:
On (B)(6) 2016 rp (rep): additional information was received from the manufacturing representative. The intended use of the device was treatment. Replacement occurred. There was no patient death. The patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative. There was no troubleshooting done by the manufacturing representative. The manufacturing representative interrogated the pump and confirmed on the printout that it had stalled once on (B)(6) 2015 at 717am and recovered that same day at 1656. The pump stalled again on (B)(6) 2015 at 718am. There was no recovery as of 2pm on (B)(6) 2015. The patient had not recently had an MRI, and the motor stall was seen at initial interrogation. The cause of the motor stalls was not confirmed. The patient was prescribed oral morphine until his pump replacement. The patient's pain was coming back, and he also reported a runny nose and fever. The hcp did not aspirate the total catheter volume, and the pump was dropped into minimum rate and updated by the hcp. The pump was to be replaced, and the drug concentration going into the new pump was 10mg/ml morphine sulfate infusing at minimum rate mode. A back table prime was being done and the catheter was not being aspirated of drug. The indications for use were non-malignant pain and chronic low back pain. The system was delivering morphine 20mg/ml at 9.953mg/day. The lot number was unavailable. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a motor stall in (B)(6) of 2015 that resulted in hospitalization and withdrawal. The pump was explanted on (B)(6)2015.